Manufacturer narrative:
Physician returned 8 individual devices in sealed pouches with the same lot number as the device allegedly used during the adverse event. Upon analysis, it was confirmed that all 8 units had broken tips. The breakage occurred near the proximal balloon bond line. Interaction with our contract MFR suggested the adhesive used to bond the balloon could result in brittleness of the tubing. A CAPA has been issued for this nonconformity and we are currently validating a recommended alternative adhesive. There have been no changes to material or the assembly process over the life of the zui uterine injector. (B)(4).

Event description:
Zui uterine injector was used on and broke inside pt, who will now require more surgery.